Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was exhibiting noise and had fractured, resulting in inappropriate shocks to the patient. The pace/sense portion was capped and a previously capped rv pacing lead was reconnected for pacing and sensing. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092, implantable pacing lead, (B)(6) 2000; 4592, implantable pacing lead, (B)(6) 2000. (B)(4).